Event description:
Per independent repair statement alarming or red light. Four way valve is stuck, poppit valve is not shifting, the sieve beds are saturated, the clamps leak, and the tie wraps are broken.